Event description:
The customer reported via phone call that the button arrow was blocked on the insulin pump. Customer also reported numbers were ramping up while attempting to program a bolus. Customer did not bump or drop the insulin pump. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.